Manufacturer narrative:
MDR 9610877-2017-00675 is being submitted for the second occurrence with the patient mentioned in this MDR. (B)(4). Pentax model vnl-100s is not sold in the USA. (Exemption number e2015036).

Event description:
During investigation of the event related to MDR 9610877-2017-00675 in which swelling (edema) occurs in the patient's pharynx after a procedure performed with pentax model vnl-100s/(B)(4), pentax medical received additional information from the customer on (B)(6)2017, stating this was the second occurrence with the same patient. MDR 9610877-2017-00685 is being submitted for the first occurrence. No further information has been received for the first occurrence.